Manufacturer narrative:
Device 1 of 2. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown quantity for same market unit lot number. The distributor complained regarding the presence of foreign matter inside the dressings. The product was not used. A photograph depicting the issue was received from the complainant.